Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump had blank display. Customer's blood glucose at time of incident was 223 mg/dl. The customer explained the alarm possible causes of blank display. Customer stated there moisture on the button left hand corner of the display and patient said no. Customer stated the reservoir leaked inside the pump and switched to do expose to fluid. Customer was advised that we are sending replacement pump.

Event description:
The blood glucose fluctuated between 223mg/dl-500mg/dl. The customer declined high blood glucose troubleshooting.